Event description:
Information received indicates the siderail is hanging on the bed by the two outer siderails and will not go up into the latch position.

Event description:
Customer reportedly received results of 50 mg/dl on the aviva system and 95 mg/dl on the advantage system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 302853, expiration date 09/30/2011). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the advantage system.